Event description:
It was reported to baxter (B)(4) that a folfusor device overinfused a (B)(6) female patient with flouroacil. The infusion was expected to take 46 hours to complete; however, it was completed in 4-6 hours. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. This device is not distributed within the united states, therefore, there is no 510k number for this device. This report is being submitted because this device is similar to a device distributed in the united states. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.